Event description:
It was reported that the patient underwent explant due to a staph infection. An attempt to obtain additional information has been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not include this information.

Manufacturer narrative:
.

Event description:
It was identified that this patient¿s infection was previously reported in mfg report #: 1644487-2014-00115. Full report is captured in mfg report #: 1644487-2014-00115.